Event description:
Upon review of the patient¿s operative note, it was noted that during inflation of the sapien xt valve in a pre-existing surgical valve in the pulmonic position, there was a leak in the delivery system. Medical records received indicate the during a transfemoral pulmonic valve replacement, the physician initially encountered difficulty mounting the valve (performing valve alignment) in the inferior vena cava. Once this was done they had even more trouble tracking the valve through the tricuspid valve and up to the pulmonary valve. The ability to get this through required them to use the right common femoral vein and they advanced the jr4 guider and an end-snare to snare the tip of the wire and try to straighten it while they pulled it through. Unfortunately they were unable to do this, and the wire, while it was still while it was still snare to the jr4, was ejected back into the right ventricle. From there, however, they could flex the tip of the sapien xt. Once they got it into place they could cross the pulmonic valve. During inflation, there was a leak in the balloon system and the operator therefore had to keep adding volume and ultimately had to post dilate the sapien xt valve. The procedure was completed without further complications.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.